Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) effluent sample bags were discolored (amber like color) at the seams. This was observed prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction was added to (lot #, expiration date and unique identifier (UDI). Ten (10) devices of the eleven (11) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. One (1) device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.